Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages collaborating the customer report. Extensive testing with the device could not duplicated any type of device fault. The device passed all testing including bench handling, power cycling, and ECG monitoring functional stress testing. The defib cable receptacle was replaced as a pre-caution. The device was re-certified and returned to the customer with a new multifunction cable. The multifunction cable used during the event was not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.